Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a manual injection to address bg levels. Reportedly, the customer continued to use the pump for insulin therapy.